Manufacturer narrative:
The dentist refused to provide the patient's age and weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds into the test. Temperature measurements 15 seconds after the start of the test were as follows: test point (1): 70.3 degrees c. Test point (2): 101.1 degrees c. Test point (3): 30.8 degrees c. Test point (4): 31.6 degrees c. The increase in temperature was so sudden that the test was concluded 15 seconds into the planned 5-minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the ball bearing on the rear side of the cartridge was broken. The headcap and gear were discolored. Nakanishi took photographs of all the disassembled parts and kept them in investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was frictional resistance generated by contact between the ball bearing part and the outer race (bearing outer metal part), which was caused by the broken ball bearing. Nakanishi considers the possibility from many years of experience that the cause of the broken ball bearing was the ingress of undesirable materials into the bearing. A lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the ball bearing during rotation. This contributed to the handpiece overheating. Nakanishi took the following actions in order to prevent a recurrence of the handpiece overheating. Nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist, and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On april 12, 2021, nakanishi received a phone call from a dentist about an nsk handpiece overheating. The information nakanishi obtained from the communication is as follows: the event occurred on (B)(6) 2021. The dentist was cutting a molar root canal of the patient using the z95l handpiece (serial no. (B)(4)). During the procedure, the dentist observed approximately one-centimeter white burn injuries on the patient's tongue and buccal mucosa and disinfected the injuries. The patient has had a follow-up and is reported to be healing normally.